Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex otw balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic investigation of the balloon revealed a pinhole 4mm proximal of the proximal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery (rca). A 2.50mm x 15mm apex balloon catheter was advanced for dilatation. However, during the 1st inflation for a few seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.5mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery (rca). A 2.50mm x 15mm apex balloon catheter was advanced for dilatation. However, during the 1st inflation for a few seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.5mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.